Event description:
It was reported that sharps coll 7.6l yel au non-vented cap lid was damaged. The following information was provided by the initial reporter: "lid to sharp malformed sharps bin received with having incomplete lid"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 3/19/2020 h.6. Investigation: manufacturing was not confirmed by the possible bd vendors, kelpen plastics or flextronics. A sample was returned to vh for evaluation but could not be forwarded for further evaluation by the supplier. Supplier flex was not able to confirm manufacturing. Supplier kelpen provided no response. A sample was provided and the issue was confirmed by vernon hills dchu. However no further evaluation for the sample could be provided by the supplier. The issue could possibly occur during the manufacturing process, but there was not any evidence produced by the supplier for this product as the manufacturer could not confirm it. The lid issue could be caused by logistic handling (transportation, storage, distribution) or repackaging. Unfortunately, the root cause could not be confirmed through any supplier investigation. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is hdq us (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that sharps coll 7.6l yel au non-vented cap lid was damaged. The following information was provided by the initial reporter: "lid to sharp malformed. Sharps bin received with having incomplete lid."